Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) lowered to 49 mg/dl. Reportedly, the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. The customer ate food to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.